Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be force sensing resistors (fsrs) were out of specifications. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an f38 (malfunction in tube misloading detection circuitry) alarm occurred on a flogard infusion pump. This event occurred when the device was powered on. There was no patient involvement. No additional information is available.